Event description:
A consumer reported that the tubing of an opt980e optiflow + mask interface adapter was found damaged during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Product background: the opt980e optiflow + mask interface adapter is a patient interface used for delivery of humidified respiratory gases and allows for the connection of a heated breathing tube to a standard vented face mask or to a patient's tracheostomy. The interface includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's interface. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and are also compatible with the fisher & paykel (f&p) mr850 and 950 humidification system devices. The airvo 2 device is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint opt980e optiflow + mask interface adapter was not returned to fisher & paykel healthcare (f&p) for evaluation. Further information about the reported event was requested, however no response was provided. Our investigation is based on the initial information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt980e optiflow + mask interface adapter was torn near the 3-way connector. A section of the tubing had also been covered in adhesive tape. The customer reported that the device had been received at the end of january 2023 and was still in use on (B)(6) 2023. Conclusion: our investigation was unable to determine the cause of the observed damage to the opt980e optiflow + mask interface adapter. Based on our knowledge of the product, the damage is likely due to the device being subjected to excessive force and being used longer than its intended length of use. The user instructions which accompany the opt980e optiflow + mask interface adapter state that "this product is intended to be used for a maximum of 30 days providing daily and weekly cleaning instructions are followed." F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt980e optiflow + mask interface adapter would have met the required specifications. The user instructions which accompany the opt980e optiflow + mask interface adapter show in pictorial format the correct placement and fitting of the interface, including ensuring the lanyard and tubing clip are appropriately attached. The user instructions also state: "attach breathing tube clip to a secure location (e.g., clothing or bedding) to support the interface." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt980e optiflow + mask interface adapter is a patient interface used for delivery of humidified respiratory gases and allows for the connection of a heated breathing tube to a standard vented face mask or to a patient's tracheostomy. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and are also compatible with the f&p mr850 and 950 humidification system devices. The airvo 2 device is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The interface includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's interface.

Event description:
A consumer reported that the tubing of an opt980e optiflow + mask interface adapter was found damaged during use. There were no reported patient consequences.